Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer family member reported via phone call that his insulin pump had scratches on the screen making it harder to read. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had received unexplained no delivery alarms and the back light was dimmer. The insulin pump will not be returned for analysis.